Event description:
It was reported that the customer passed away in a hospital. The cause of death was heart attack and uti. The customer was hospitalized on (B)(6) 2014. The customer had scar tissue on the heart, copd, uti, and pneumonia. The customer had a stent put in for blockage of right aorta. The caller stated that the customer had scattered blood glucose values while in the hospital. At the time of death the customer's blood glucose was above 120 mg/dl. The customer was not wearing the insulin pump at the time of death; it was removed on (B)(6) 2014. The insulin pump fell off during the placement of the stent and it could never be put back. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.